Event description:
The customer reported to olympus, the evis exera iii video system center had no image or video output from any video output. The issue was found during general routine maintenance by the customer. There was no procedure and no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the unit was not booting due to a defective printed circuit board, and that there was dust inside the unit, and needed cleaning. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause could not be determined. However, it is likely that the product does not boot up due to a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.